Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that several episodes of intermittent noise were noted via merlin.net transmission that resulted in inappropriate atp therapy. Patient later presented in-clinic for further testing. The noise was reproduced with pocket manipulation. Upon opening the pocket, no anomaly was found. The physician elected to explant the device and cap the lead.

Manufacturer narrative:
The reported field events of a capture anomaly and noise were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported capture anomaly and noise could not be determined.

Event description:
It was reported that the patient had a lvad placed on (B)(6) 2013. High output settings on the device was noted via merlin.net transmission. The patient was in af with rapid ventricular rate and the device was unable to do a threshold. Loss of capture was noted. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.